Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. Functional testing was attempted; however, the device would not prime. During analysis, it was observed that the hypotube was completely detached/separated with the tip and jet head missing from the device 3 cm from the proximal marker band. The device could not be functionally tested due to the extreme damage on the device. No pressure reading was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a broken hypotube and detached tip. Kinks were also confirmed.

Event description:
It was reported that catheter break occurred. The target lesion was located in the left lower extremity deep vein thrombosis. An angiojet solent omni was used for thrombectomy procedure. The patient took the supine position and then changed to prone position right after the physician punctured the right femoral vein using 6f sheath and performed filterwire implantation. The physician punctured the left popliteal vein suing the 6f sheath and used the 0.035 260 amplatz guidewire cross through the lesion site. During the procedure, under power pulse mode the device ran 51 seconds then the system alerted an error. The physician withdrawn the catheter slowly, when withdrawn the physician felt resistance and could not withdraw. Deformation of the catheter was shown under fluoroscopic vision, and the tip of the catheter was fractured. The procedure was completed with another of the same device. The patient was stable and there were no patient complications reported.

Event description:
It was reported that catheter break occurred. The target lesion was located in the lower left extremity. An angiojet solent omni was used for thrombectomy procedure. The patient took the supine position and then changed to prone position right after the physician punctured the right femoral vein using 6f sheath and performed filterwire implantation. The physician punctured the left popliteal vein suing the 6f sheath and used the 0.035 and 260 amplatz guidewire cross through the lesion site. During the procedure, under power pulse mode, the device ran 51 seconds then the system alerted an error. The physician withdrawn the catheter slowly and felt resistance and could not withdraw. Deformation of the catheter was shown under fluoroscopic vision, and the tip of the catheter was fractured. The procedure was completed with another of the same device. The patient was stable and there were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).